Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, determine the root cause and any subsequent corrective actions. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the problem is before 20 minutes the unit goes into an alarm state. The humidifier was on a vent for a critical patient." There was no report of injury or consequence to the patient. There was no report of necessary medical intervention.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a universal concha column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for three hours. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
Customer complaint alleges "the problem is before 20 minutes the unit goes into an alarm state. The humidifier was on a vent for a critical patient." There was no report of injury or consequence to the patient. There was no report of necessary medical intervention.